Event description:
It was reported that this pacemaker entered safety mode. The patient was not able to interrogate the device, as safety mode limits the device functions. Technical services (ts) recommended device replacement and this procedure will be scheduled. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered safety mode. The patient was not able to interrogate the device, as safety mode limits the device functions. Technical services (ts) recommended device replacement and this procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received. A health care professional (hcp) indicated that while implanted, this device exhibited potential premature battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode. Interrogation also noted corrupted memory which prevented a memory download. The device case was opened for further analysis. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that this pacemaker entered safety mode. The patient was not able to interrogate the device, as safety mode limits the device functions. Technical services (ts) recommended device replacement, and this procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received. A health care professional (hcp) indicated that while implanted, this device exhibited potential premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker entered safety mode. The patient was not able to interrogate the device, as safety mode limits the device functions. Technical services (ts) recommended device replacement and this procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode. Interrogation also noted corrupted memory which prevented a memory download. The device case was opened for further analysis. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that this pacemaker entered safety mode. A patient-initiated interrogation (pii) using the remote communicator was unsuccessful, as safety mode limits the device functions. Technical services (ts) recommended device replacement, and this procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received. A health care professional (hcp) indicated that while implanted, this device exhibited potential premature battery depletion.